Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this health care professional contacted boston scientific technical services. The health care professional indicated that a review of an episode associated with a spontaneous arrhythmia identified some undersensing before therapy and post therapy. The spontaneous ventricular tachycardia was not immediately converted by the device post 80 joule shock. The patient spontaneously converted approximately 12 seconds post shock. The patient was sleeping at the time and had no recollection of the shock, so it is not known if the patient was symptomatic or not. The patient weighs (B)(6) and is (B)(6) tall, associated with a bmi of 39. The health care professional mentioned that shock impedance at 10 joules was 146 ohms at implant. A recent shock impedance from the event was 101 ohms. The patient is scheduled for a clinic visit to assess the implanted system. The technical service consultant recommended that a pa and lateral x-ray be obtained to evaluate system placement. No additional adverse patient effects were reported.